Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4- lot number - unknown.

Event description:
It was stated that person with diabetes reported they had been running a little high for the past 2 days they stated they were around 300mg/dl they didn't finger stick at time of the event and went of cgm readings. With that same infusion site once they woke up they noticed that the cannula was out of her body the clear part was disconnected. She was able to see the cannula, adhesive was still adhered to her body. Patient currently is at 218mg/dl they checked with a fingerstick. Patient was in the middle of changing her supplies to address the issue they noticed that the tubing was a little wet. Patient believes that not only did it detached from her body but also leaking could be part of her elevated high blood glucose. There was no patient injury.